Manufacturer narrative:
This is supplemental report to MFR#: 9610816-2019-00031 due to the fact that the wrong registration number was used. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm was expected but not provided for a patient on (B)(6) 2018 at 17:33, and the customer requested assistance in understanding the cause of the issue. No patient harm.